Event description:
As the patient was transferred the left shoulder clip detached as the nurse moved back to continue the patient handling. The patient was hospitalized and sustained a subdural hematoma.

Manufacturer narrative:
Further information will be provided upon conclusion of the manufacturer's investigation.